Manufacturer narrative:
Investigation included a review of user-reported performance, product use evaluation by phone, and verification of infusion set function by drop test. Investigation of this case revealed no device alerts and no confirmed device malfunction. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with blood glucose values ranging from 252 to 458 mg/dl despite an infusion set change and verified insulin drops in the tubing, and glucose began to decline after additional time and site rotation. Symptoms included high blood glucose. Outcomes included the need for user troubleshooting and follow-up.